Event description:
It was reported that during a bph surgical procedure the "fiber cap detached" at 28,392 joules. "Plastic and metal cap came off inside the patient and the doctor could not find the pieces; doctor flushed the bladder. The hospital lost power while using the second fiber; power back on within 30 seconds. Laser turned off and back on. The case was completed with a second fiber at 16,708 joules of use. Patient outcome: "ok" reported.